Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 4.7 cm abdominal aortic aneurysm approximately 40 months ago. The infra-renal neck angle was 23 degrees. The aortic neck diameter below the lowest renal arteries was 30 mm and distally it was 26 mm. The distal diameter of the aorta aneurysm above the aortic bifurcation was 26 mm. The right iliac artery tortuosity was moderate and the calcification was reported as moderate. The right and left stenosis was 20 percent. There was a type ii endoleak coming from a lumbar artery post implant. It was reported that 38 months post implant the maximum diameter of the aneurysm was 4.9 cm. The ultrasound revealed that there was stent graft stenosis in the right iliac limb that was not previously present. No intervention was performed. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft stenosis); patient's condition affected effectiveness of device (calcified and tortuous iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (calcified and tortuous iliac arteries).